Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms and outflow graft obstruction could not be confirmed as no log files or images were provided and there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The account communicated that the patient was admitted with dizziness and low flow alarms. Angiography revealed that the patient had severe outflow obstruction. The patient was taken to the operating room on (B)(6) 2019 where she was found to have fibrinous thick material within the bend relief extrinsically compressing the outflow graft. The gore-tex was removed and the fibrinous material was evacuated with improvement in flows. It was also reported that the patient had post-op anemia, hypotension, and supratherapeutic inr on (B)(6) 2019. The source of bleeding was not clear as there was no blood in bowel movements or in chest tubes. A tte did not reveal pericardial effusion; however, the patient responded to a transfusion. Chest tube output was slowing down 280 over the day. The patient was doing well, was afebrile, and was on oral diuretics with good urine output. The patient did not have any further dizziness, but she felt that she needed more work before determining if she could go home. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also outlines the steps required to attach the outflow graft clip. In addition, this IFU describes the pump flow display and hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU and the heartmate 3 lvas patient handbook outline all system controller alarms, as well as how to respond to each alarm condition. The patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25apr2017under order. The heartmate 3 lvas IFU, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 4 entitled ¿system monitor¿ describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of low flow alarms and outflow graft obstruction could not be confirmed as no log files or images were provided and there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The account communicated that the patient was admitted with dizziness and low flow alarms. Angiography revealed that the patient had severe outflow obstruction. The patient was taken to the operating room on (B)(6) 2019 where she was found to have fibrinous thick material within the bend relief extrinsically compressing the outflow graft. The gore-tex was removed and the fibrinous material was evacuated with improvement in flows. It was also reported that the patient had post-op anemia, hypotension, and supratherapeutic inr on (B)(6) 2019. The source of bleeding was not clear as there was no blood in bowel movements or in chest tubes. A tte did not reveal pericardial effusion; however, the patient responded to a transfusion. Chest tube output was slowing down 280 over the day. The patient was doing well, was afebrile, and was on oral diuretics with good urine output. The patient did not have any further dizziness, but she felt that she needed more work before determining if she could go home. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight: patient weight was not provided. Description of problem or event: the outflow graft obstruction was reported in MFR. Report # 2916596-2019-02385. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a patient with heart failure with a reduced ejection fraction (hfref) secondary to ischemic cardiomyopathy (icm) status post hm3 lvad and mitral valve repair (mvr) as bridge to transplant (btt) since (B)(6) 2017, with recent stenting for outflow graft obstruction in (B)(6) 2019, was admitted with dizziness and low flow alarms and was found to have severe outflow obstruction by angiography. The patient was taken to the or on (B)(6) 2019 where the patient was found to have fibrinous thick material within the bend relief extrinsically compressing the outflow graft status post removal of vascular graft with evacuation of material and improvement in flows. Post-op, the patient experienced anemia, hypotension and supratherapeutic inr. There was unclear source of bleeding as no blood in bowel movements and no blood in chest tubes. A transthoracic echocardiogram (tte) showed no pericardial effusion; however, the patient responded to transfusion. The patient is doing well, afebrile, on oral diuretics with good urine output and no dizziness. Chest tube (CT) output slowing down 280 ml over the day. No additional information was provided.